Manufacturer narrative:
(B)(4). Complaint sample not returned for evaluation. If the sample becomes available and an investigation is completed a follow-up esubmission will be completed. (B)(4).

Event description:
The inline bag was filling up with air, water was in the bag, it got stuck going down. Ett catheter was very stiff wouldn't pass very smoothly.

Manufacturer narrative:
(B)(4) - the actual complaint sample was not available for evaluation. A representative sample was tested for the reported issues. In reference to the sheath filling with air and moisture collecting in the sheath, the probable root cause is the design of the wiper seal, given that the wiper seal can buckle and create a leakage pathway when the catheter is held at an angle when advancing or retracting. In regards to the sheath getting stuck, being very stiff, and not passing smoothly, the probable root cause is the design of the sheath, given that the sheath creates friction against the catheter during use and requires more force to advance than other sheath materials currently in the market. No immediate action or containment is required. The lot associated with this reported issue was a small batch made and released for the intention of performing a controlled product evaluation in order to obtain user feedback on the product. The reported issues are being resolved via product changes, which will be tested and implemented under a formal project.